Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery cap of the insulin pump was damaged. Customer stated that the battery compartment was corroded. Customer reported that they were able to clear the alarm. Customer reported that they did not received request to rewind the insulin pump without battery for more than 10 minutes customer reported that they had found low battery alert in alarm history. No harm requiring medical intervention was reported. Troubleshooting was / was not performed, and the customer will continue to use the device.

Manufacturer narrative:
The insulin pump downloaded history/trace file properly using thus. Unit passed displacement, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Alarmed low battery alarms on event date 02/14/2022 13:44:00, 02/14/2022 13:50:54. In traces/file history. Cut and open the pump found no moisture damage on the electronics, motor, vibrator, and keypad assembly during visual inspection. However, found corroded battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked retainer ring. Alarmed low battery in the traces/file history due to corroded battery tube. Unable to confirm battery cap damage due to battery cap not come with unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.